Event description:
Crew responded to a cardiac arrest, defibrillation electrodes were attached to the pt, the device failed to deliver a shock. There was no back up device available. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the pt's viability.